Event description:
Loss of osseointegration. Since the material number has been changed, it has concluded in an update that is provided in this follow-up report.

Event description:
Loss of osseointegration.